Manufacturer narrative:
The device passed testing for delivery accuracy.

Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the device was programmed to deliver dopamine 1600mcg/ml in 10ml syringe, with a dose of 11mcg/kg/min, to be delivered at the rate of 0.23ml/hr, and the delivery was started. No further programming parameters were provided. In 2009 at an unspecified time, the device was placed on standby, the line was clamped and the cassette of the tubing set was removed from the device for an unspecified reason. At an unspecified time the cassette was replaced into the carriage, the line was unclamped and the infusion was restarted. At this time, the nurse noted "her patient's mean blood pressure had gone from 23 up to 47." The delivery was stopped and the device was reprogrammed to deliver a dose of 5mcg/kg/min at the rate of 0.1ml/hr and the delivery restarted. There were no reported adverse pt sequelae. After an unspecified length of time, the device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were required. Though requested, no additional info was provided.